Event description:
Report received from USA stating that the device does not function. It is known that the event did not occur during surgery. It is know that there was no pt or user injury. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).